Manufacturer narrative:
The device was not returned to vygon for evaluation but the events will be part of complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Patient with epicutaneous catheter showing signs of extravasation on the second day, so the pediatrician orders the catheter removed with all precautionary measures and adjusted to the institutional protocol. When the catheter is removed, only 14 cm of the catheter is evident, leaving the rest of the catheter. Echocardiogram is performed which shows segment of catheter 2184.00 in the right ventricle and left pulmonary branch, proceed to its removal.

Manufacturer narrative:
"This complaint cannot be classified as no faulty sample was returned for examination. A sample from the same batch was not available. No abnormalities were found during batch history records check. The random tensile test for code 6g33820000, batch no. 0119909 showed 2,1 n as a mean force at tensile break and 2,2 n for batch no. 0119685, which is above our specification. This is the third complaint received for batch no. 070817gg and the 3rd complaint for code 2184.00 concerning a fragmented epicutaneo-cava-catheter code 2184.00, which had to be removed from the patient within the last three years, but no manufacturing related issue was found. As outlined in the product's IFU, it is essential not to over stretch the catheter, as it may rupture and rebound into the insertion site causing catheter embolism and to avoid a bolus pressure above 1.2 bar. Without having a faulty sample available for examination, no further investigation is possible."

Event description:
Patient with epicutaneo catheter showing signs of extravasation on the second day, so the pediatrician orders the catheter removed with all precautionary measures and adjusted to the institutional protocol. When the catheter is removed, only 14 cm of the catheter is evident, leaving the rest of the catheter. Echocardiogram is performed which shows segment of catheter 2184.00 in the right ventricle and left pulmonary branch, proceed to its removal.